Event description:
A biomed reported that a patient received an entire bag of heparin over a few minutes that was supposed to go in over hours. The exact intended programming was not available. Customer has requested an event log review. The patient was treated with protamine 50 ng IV push and transferred to critical care. The patient reportedly received a hickman central venous catheter placement. The patient fully recovered from the additional heparin without any complications. She was able to undergo a planned surgical procedure the next day and then transfer to another facility as planned. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, neither the device nor the logs have been received. A follow up report will be submitted with failure investigation results should the products be received for evaluation.